Manufacturer narrative:
Evaluation, result: (no root cause can be determined); no results available since no evaluation was performed (no result returned); no device returned; conclusion: device not returned; unable to confirm complaint (no cine images or device returned therefore no root cause can be determined). (B)(4).

Event description:
The physician placed the cougar wire in the posterior descending vessel, morphology details not provided. No resistance was encountered when advancing the wire across the target lesion. It is confirmed that when attempting to retract the wire from the target vessel it felt tight, the tip frayed and broke off. Other issues were noted with other devices during the procedure, no details provided. The physician was unable to retrieve the wire and placed a stent in the vessel to ¿jail¿ it in place. Current patient status is unavailable however no other clinical sequelae reported.